Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the adc device that would not power on with test strip insertion or button. As a result of not being able to monitor their blood glucose, on (B)(6) 2022, the customer did not feel well and experienced sweating, shaking, and trembling and was provided sweet yogurt and butter bread by a nurse for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding the adc device that would not power on with test strip insertion or button. As a result of not being able to monitor their blood glucose, on (B)(6) 2022, the customer did not feel well and experienced sweating, shaking, and trembling and was provided sweet yogurt and butter bread by a nurse for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product no product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.